Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter (B)(4).

Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2015, and since then she had gotten worse. The patient was falling and was more "out of it". The reporter wanted to rule out that she was getting too much medication. It was unknown when the patient was last refilled. Additional information received reported that the cause of the event was unknown, but was not attributed to the pump, catheter, programmer, or drug effects. It was unknown how the patient was doing. The pump system was being used to infuse dilaudid.